Manufacturer narrative:
(B)(4): the device passed mechanical testing. Visual inspection of the lead revealed the lead body is cleanly cut 12 inches from the proximal end. The damage is a result of a typical explant procedure and it is not considered a failure. Based on the returned condition of the lead, the complaint of high impedances could not be fully investigated. (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the proximal end just before the retention sleeve. The broken cables resulted in the reported complaint of high impedance exhibited. (B)(4): the devices passed mechanical and photographic imaging tests. Visual inspection of the lead splitter revealed the lead splitter body is cleanly cut 9 inches from the proximal end. The damage is a result of a typical explant procedure and it is not considered a failure. Based on the returned condition of the lead splitter, the complaint of high impedances could not be fully investigated.

Event description:
A report was received that the patient had her leads and splitters explanted due to high impedances. During the initial implant procedure, the physician complained about difficulties plugging the lead into the splitter. The patient is now receiving proper stimulation.

Manufacturer narrative:
Additional suspect medical device components involved: model#: sc-2316-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial/lot#: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had her leads and splitters explanted due to high impedances. During the implant initial implant procedure, the physician complained about difficulties plugging the lead into the splitter. The patient is now receiving proper stimulation.